Manufacturer narrative:
(B)(6).

Event description:
(B)(6) study. It was reported that in-stent restenosis and stent thrombosis occurred. The subject was enrolled in the (B)(6) study on (B)(6) 2018 and the index procedure was performed on the same day. The target lesion was located in the right mid to distal superficial femoral artery (sfa) involving the proximal popliteal artery. The stenosis was 100% and the target lesion was 100 mm long with a proximal reference vessel diameter of 6 mm and distal reference vessel diameter of 6 mm and was classified as tasc ii b lesion. The target lesion was pre-dilated, and two study stents 6 mm x 120mm and 6mm x 40mm were implanted to treat the lesion. Following post dilation, residual stenosis was 5%. On (B)(6) 2018, the subject was discharged with antiplatelet therapy. On (B)(6) 2020, 753 days post index procedure, the subject developed stenosis in the right sfa. On the same day, the subject was hospitalized for further evaluation and treatment. Angiography was performed as a diagnostic measure and which revealed presence of stenosis and thrombus in the target lesion. On (B)(6) 2020, 753 days post index procedure, 100% stenosis with 400 mm lesion length and reference vessel diameter of 6 mm was treated with percutaneous transluminal angioplasty, placement of a stent, atherectomy and drug coated balloon dilation was also performed. Post treatment revealed residual stenosis of 25%. On (B)(6) 2020, the event was considered to be recovered/resolved. On (B)(6) 2020, the subject was discharged.